Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device- location of device:the specimen is serially sectioned to reveal metal wires protruding through the uterus and into the fallopian tubes'), genital haemorrhage ('abnormal bleeding (general)'), diverticulitis ('autoimmune disorder type of disorder: diverticulitis') and lyme disease ('autoimmune disorder type of disorder:mono, lymes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polymenorrhoea, adenomyosis, cervix inflammation, parakeratosis, paratubal cyst, benign ovarian tumour, endometriosis of uterus, erythematosquamous dermatosis, ovarian cystectomy and cystoscopy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometriosis ("endometriosis ") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced arthralgia ("pain joints, hip pain"), myalgia ("pain muscle"), abdominal pain upper ("stomach pain") and pain ("pain, body aches/ constant pain "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), infectious mononucleosis ("autoimmune disorder type of disorder:mono"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin rashes"), urticaria ("allergic or hypersensitivity reaction type:hives breakouts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti constant "), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), rheumatoid arthritis ("rheumatoid arthritis"), lyme disease (seriousness criterion medically significant), allergy to metals ("nickel allergy "internal" "), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain/loss (specify which one ) weight gain"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, diverticulitis, infectious mononucleosis, vaginal haemorrhage, menorrhagia, dermatitis allergic, urticaria, urinary tract infection, anxiety, rheumatoid arthritis, lyme disease, allergy to metals, endometriosis, dyspareunia, pelvic pain, vaginal discharge, alopecia, gastrointestinal disorder, arthralgia, myalgia, abdominal pain upper, bladder disorder, urinary tract disorder, weight increased, migraine, headache and dysmenorrhoea outcome was unknown and the depression, fatigue and pain had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, depression, dermatitis allergic, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infectious mononucleosis, lyme disease, menorrhagia, migraine, myalgia, pain, pelvic pain, rheumatoid arthritis, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2001, (B)(6) 2011 the left tubal ostia was then cannulated with the essure device. Two coils were noted at the uterine tubal junction. A second device was then obtained and cannulated into the right tube without difficulty. Three coils were noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received- new event endometriosis were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device- location of device:the specimen is serially sectioned to reveal metal wires protruding through the uterus and into the fallopian tubes'), genital haemorrhage ('abnormal bleeding (general)'), diverticulitis ('autoimmune disorder type of disorder: diverticulitis') and lyme disease ('autoimmune disorder type of disorder:mono, lymes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polymenorrhoea, adenomyosis, cervix inflammation, parakeratosis, paratubal cyst, benign ovarian tumour, endometriosis of uterus, erythematosquamous dermatosis, ovarian cystectomy and cystoscopy. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced arthralgia ("pain joints, hip pain"), myalgia ("pain muscle") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), infectious mononucleosis ("autoimmune disorder type of disorder:mono"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: skin rashes"), urticaria ("allergic or hypersensitivity reaction type:hives breakouts"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti constant "), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), rheumatoid arthritis ("rheumatoid arthritis"), lyme disease (seriousness criterion medically significant), allergy to metals ("nickel allergy "internal" "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pain ("pain, body aches"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain/loss (specify which one ) weight gain "). The patient was treated with surgery (total hysterectomy(uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, diverticulitis, infectious mononucleosis, vaginal haemorrhage, menorrhagia, rash, urticaria, urinary tract infection, anxiety, rheumatoid arthritis, lyme disease, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, alopecia, gastrointestinal disorder, arthralgia, myalgia, abdominal pain upper, bladder disorder, urinary tract disorder, weight increased, migraine and headache outcome was unknown and the depression, fatigue and pain had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, depression, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, infectious mononucleosis, lyme disease, menorrhagia, migraine, myalgia, pain, pelvic pain, rash, rheumatoid arthritis, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2001, (B)(6) 2011. The left tubal ostia was then cannulated with the essure device. Two coils were noted at the uterine tubal junction. A second device was then obtained and cannulated into the right tube without difficulty. Three coils were noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs+mr received. Event injury was updated and new events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin rashes, hives breakouts, infection (bladder/ urinary tract/vaginal) type: uti constant, psychological or psychiatric problems condition: anxiety/ depression, autoimmune disorder type of disorder: mono, lyme's, diverticulitis, rheumatoid arthritis, migration of essure device location of device:, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition, hair loss, pain constant pain like flu symptoms: joints, muscles, stomach pain, bladder or urinary problems or changes, weight gain/loss (specify which one) weight gain, body aches were added. Case becomes valid. Outcome for events were added. New reporters, plaintiffs information added. Concomitant conditions and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.